Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, while using a bentson straight fixed core wire guide to remove a stuck device, the wire guide separated. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, the instructions for use, and quality control data. The complainant returned one tsfb-35-260 (bentson straight fixed core wire guide) to cook for investigation. The used wire was received in two sections. The coating was removed from flexible end of wire; only the coil was returned. The flexible section measured approximately 57.7cm in length. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: ¿avoid manipulation or withdrawing the wire guide back through a metal needle or cannula. A sharp edge may scrape or shear material from the wire guide.¿ precautions: ¿do not attempt to torque the wire guide¿ ¿do not advance or withdraw a wire guide when resistance is encountered, as a perforation could occur. ¿inspect the wire guide for kinks or damage prior to use. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control. No related gaps in production or processing controls were noted. Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. Occupation: clinical resource analyst. PMA/510k #: k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a bentson straight fixed core wire guide to remove a stuck device, the wire guide separated. Additional patient and event information has been requested.